Event description:
A home pt contacted baxter's technical service center for assistance regarding a "low drain volume" alarm received during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt started the initial drain cycle before connecting their transfer set to the pt line of the homechoice set. After noting this, the pt connected themselves to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home patient's nurse.